Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
This issue was observed during a follow up. The plot of stored v-burst events contained ap markers (indicating that atrial had been paced) even though the device was a single chamber reply operation on vvi mode.